Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal steps. Tandem technical support informed customer that not performing air removal steps if off label per the tandem user guide. Additionally, it was reported that a minimum fill notifications occurred after the user filled the cartridge with 200 units of insulin during the load sequences. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 348 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.